Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during periodic inspection, the cardiosave intra-aortic balloon pump (iabp) unit compressor output test shows that the compressor rotation speed does not increase. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: e1 a getinge field service engineer(fse) evaluated the unit and was able to reproduced the reported failure. To fix the issue, the fse replaced the drive manifold. As a request from the customer, the compressor was replaced as a precaution. Then, the unit passed all functional and safety tests.

Event description:
N/a